Event description:
Pt experienced a stress fracture in the distal tibia 6-8 weeks post-operatively subsequent to ttc fusion procedure using the orthohelix lateral ttc plate. The stress fracture presented near the proximal terminal of the plate. The pt began weight bearing 6 seeks post-operatively. The ttc joints went on to successful fusion.